Manufacturer narrative:
A review of the device history records indicates that devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. No deviations or anomalies were found. As returned the tip of the tap was fractured off and the fractured piece was not returned. The product met print specifications where measured. The device is used for treatment. A complaint history search found that this was the only reported complaint for the part number lot number combination involved. The package insert for the instrument takes into account possible instrument fracture when it states the following: ¿do not subject instruments to high loads and/or impact as breakage can occur. ¿ any decision not to remove broken or fragmented instruments is also at the surgeon¿s discretion and must take into account the associated risks. ¿ if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ a definitive root cause for the fracture of the instrument cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the cannulated tap broke off during use in surgery. The surgeon was unable to retrieve the piece from the operative site and remains implanted.